Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. No unexpected back light anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had b button was no longer working now. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the backlight did not work and belt clip was crack. Customer declined to troubleshoot the insulin pump at all. Advised the insulin pump will need to be replaced. The device will be returned for analysis.